Event description:
It was reported to boston scientific via an article published in the world journal of urology that a retrospective multicenter case series study was conducted to describe life-threatening (clavien-dindo greater than or equal to 4) complications following rezum water vapor thermal therapy (wvtt) for the treatment of benign prostatic hyperplasia (bph). A total of 10 patients were identified from high-volume international centers and reported during a meeting in june 2025, with procedures performed prior to that period. Case 7 was an 82-year-old man with chronic urinary retention due to bladder outlet obstruction/bph. This patient was asa iii with a charlson comorbidity index of 12 and was receiving anticoagulant therapy due to a previous mild left-sided heart failure, in the setting of hypertensive and coronary cardiomyopathy with atrial fibrillation. Seven years earlier, he had undergone coronary stenting for three-vessel coronary artery disease complicated by myocardial infarction. Given his high comorbidity burden, this patient underwent wvtt. Intraoperatively, he developed progressive bradycardia progressing to pulse-less electrical activity, likely related to acute hypoxemia, and required brief cardiopulmonary resuscitation. The patient was admitted to the intensive care unit and was discharged after 7 days without cardiologic sequelae. The urethral catheter was removed on day 21 post-procedure with restoration of satisfactory spontaneous voiding.

Manufacturer narrative:
Cindolo, l., minore, a., schwartzmann, I., alejo, a. F., imperatore, v., lossa, v., ebbing, j., destefanis, p., hindley, r., emara, a., pastore, a., sequi, m. B., balsamo, r., knazik, r., coscarella, m., de nunzio, c., secco, s. (2026). Water vapor thermotherapy and high-grade clavien-dindo complications: retrospective analysis of 10 cases. World journal of urology, 44(392). Https://doi.org/10.1007/s00345-026-06495-x. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.